Event description:
It was reported by the customer that they have a defective fiber. It was further reported that the fibers became defective during the procedure. The procedures were completed utilizing another fiber. There were no patient complications. Analysis of a returned fiber identified a distal circumferential fracture. The potential for forward firing exist.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The customer defective fiber report is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the metal cap surface found during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture.